Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on rv lead and ff channel. Patient was in surgery at the time of the noise so it is suspected this was external emi. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.